Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler was attempting to cut but the instrument jammed. The user was completing the procedure as planned with a backup sureform 60 blue reload with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was unable to open. The instrument had no issues removing the instrument from the tissue. The surgeon did not fire over an existing staple line. There was no error message generated and no malformed or unformed staples.